Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the loss of stimulation was not known. The patient reported that the ins would be returned after explant and indicated that the leads would remain. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-sep-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-sep-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient lost stimulation in the area of pain. Programming was attempted, but it did not help. The leads were replaced on (B)(6) 2019. The issue was reported to be resolved. No further complications were reported.